Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's therapy decreased by itself and as a result pain coverage became inadequate. Reportedly, the patient met with the company representative the same day and diagnostics revealed high impedance values on multiple contacts. Reprogramming provided limited therapy. Follow-up identified surgical intervention was undertaken wherein the lead was explanted and replaced with a paddle model which resolved the issue.